Event description:
Reportable based on device analysis completed on 16mar2026. It was reported that the guide wire could not cross the balloon. The target lesion was located in the left anterior descending branch. A 15mmx2.50mm 7f wolverine coronary cutting balloon was selected for use. Prior to procedure, while outside the patient, the guide wire could not cross the balloon. The procedure was completed with another of the same device. No patient complications, and patient is stable post procedure. However, device analysis revealed a pinhole perforation 5.5cm from the distal tip.

Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No issues or damages were noted with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination of the outer lumen identified a pinhole perforation 5.5cm from the distal tip. Additionally, microscopic examination of the shaft identified a bunched inner wire lumen located 4.5 cm from the distal tip. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. During wire insertion test, the device could not be loaded or tracked on a 0.014 inches test guidewire due to the damage on the inner wire lumen. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established. This code was selected as the most probable complaint cause based on the complaint information available. The complaint reported that the device could not be loaded onto a guidewire. Returned product analysis identified a pinhole in the inner and outer lumens. It is likely that resistance was encountered during guidewire loading, resulting in the guidewire puncturing through the lumens. Device analysis confirmed the reported event, as the inner wire lumen was found bunched approximately 4.9 cm from the distal tip. One possibility is that excessive force was applied while removing the guidewire, causing the inner lumen to stretch and subsequently bunch.the unreported kinks noted during device analysis occurred most likely due to post-procedure handling when repackaging the device for return. E1-initial reporter address 1: (B)(6). E1-initial reporter phone: